Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the consumer reported that the surgical nurse allowed the surgeon to place a magnetic resonance imaging (MRI) safe unit and then mismatch the leads. It was stated they now had leads that didn't match the unit and couldn't get an MRI due to the leads not being MRI safe. It was also reported that the leads and placement of the unit didn't make any sense. It was stated the leads ran from their lower right ankle all the way through their leg to their abdomen. The consumer stated that it was a long way to run leads for something in their ankle. It was noted they were waiting to have it taken out.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were diagnosed with prostate cancer and was told that they couldn't have an MRI. There was an issue with scheduling the robotics surgery for their prostate cancer because of how the leads and implantable neurostimulator (ins) were placed. Relevant medical history includes non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.